Event description:
It was reported that on first burr hole during craniotomy for tumor resection, the drill did not disengage as expected and became stuck in the patient's skull. Another tool (drill) was used to loosen the device.